Event description:
The customer reported failed system checks and sample counts outside of limits system error involving the access 2 immunoassay system. During troubleshooting with beckman coulter customer technical support (cts), the customer discovered two white fittings on the substrate bottle were loose. The customer tightened the substrate cap fittings, primed the system, and noted system check passed. Customer technical support (cts) advised the customer to reanalyze patient samples back to the last acceptable quality control (qc) due to potential of erroneous results. The customer stated to review all patient sample results from the previous day and reanalyze any samples not consistent with patient history. There was no report of erroneous patient results generated. There was no patient impact associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).